Event description:
It was reported that during a thyroidectomy procedure while using the device the active blade broke off of the device. The piece fell into the pt and was retrieved visually. A second device was used to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.